Manufacturer narrative:
The involved entriport 12mm disposable surgical trocar was expected to be returned for evaluation. However, despite multiple attempts, to date, the device has not yet been returned to conmed (B)(4) from the end-user facility. Also, no photographs of the complaint device were provided by the end-user facility. Without the actual product, an evaluation could not be performed and the root cause of the reported problem was unable to be determined. The alleged problem of "white ring of the obturator broke off and retrieved" therefore could not be verified. This device was manufactured on 02-feb-2015. Of the lot containing (B)(4) units, there were no other similar complaints received. A review of the DHR found there were no issues or abnormalities noted during the manufacturing process that could have caused or contributed to the reported problem. In addition, a 2-year review of the device complaint history shows that including this alleged incident, there have been a total of three (3) complaints for detachment of the device adapter sleeve. During this two year time frame, over (B)(4) units were sold worldwide, making the rate of occurrence for this failure mode at (B)(4) percent. To date, there have been no patient long term adverse effects reported. In this instance, the exact cause of this reported problem of "white ring of the obturator detached" was unable to be determined. This is a new product and is currently under review by the new product quality engineer (npqe). The entriport 12mm disposable surgical trocar has applications in a variety of laparoscopic procedures to provide a means of entry and access for laparoscopic instruments. To ensure proper function of the entriport 12mm disposable surgical trocar and to reduce the risk of patient injury, the instruction for use (IFU) provides the following precautions and warnings: read and become familiar with all instructions and cautions in this instruction for use before using this product. Endoscopic procedures should be performed only by qualified and trained physicians familiar with endoscopic surgical technique. In addition, medical literature should be consulted regarding techniques, hazards, contraindications, and complications prior to performing these procedures. Verify compatibility of endoscopic instruments and accessories from different manufacturers before utilizing them together in a surgical procedure. Thoroughly inspect all devices for damage prior to initial use and subsequent use. If damage is found, instrument should not be used. Device not returned to conmed.

Event description:
The customer reported that during use of the entriport 12mm disposable surgical trocar in a laparoscopic cholecystectomy, the white ring of the obturator detached and fell into the patient's peritoneal cavity. The surgery time was extended by one-half hour to find and remove the white ring. The procedure was otherwise completed as planned with no further complications or other adverse effects reported. To date, there has been no additional information received regarding the patient's latest condition or any indication that a serious injury has occurred.